Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the patient received inappropriate defibrillation therapy due to detection of atrial fibrillation. The physician prefers to continue to monitor the patient. The patient was in stable condition.